Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report 3004209178-2015-90391.

Event description:
It was reported that customer was hospitalized due to low blood glucose and the insulin did not alarm that customer was low. Customer's blood glucose was 31 mg/dl. Customer reported that blood glucose was 29 mg/dl and sensor glucose was 142 mg/dl, blood glucose was 36 mg/dl and sensor glucose was 132 and last blood glucose was 43 mg/dl and sensor glucose was 146 mg/dl. Advised customer the sensor was trending down and could not keep up with rapid falling blood glucose. Customer stated that her blood glucose had been changing due to she was taking steroids for 6 days prior to the event. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. No further information provided.